Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735825, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the electromagnetic navigation interface unit was damaged. It was reported that the power box was inserted into the wrong port, subsequently damaging all pins on the unit. There was no patient present when this issue was identified.